Event description:
It was reported the patient was unable to establish communication between her scs ipg and charging system after experiencing a fall. A replacement charger was shipped to the patient but did not resolve the communication issue. The patient's scs ipg subsequently became inoperable and as a result was explanted and replaced during surgery on 04/01/2015. Effective stimulation was reportedly restored postoperative, and the issue has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.